Manufacturer narrative:
The reported events of a positioning failure and a break were not confirmed. Final analysis found the helix stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the lp failed to be adequately fixed. The lp sustained helix damage. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was discharged without further complications.